Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported a blood glucose level (bg) over 500 mg/dl. Customer addressed elevated bg with a manual injection of insulin. System check was performed with tandem technical support. Reportedly, the customer changed out the infusion set every three days and did not perform air removal step with cartridges. Tandem technical support educated customer to change infusion set every 2 days and to complete air removal step. Customer acknowledged and changed pump supplies to address the issue.